Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2004, pt had hernia repair surgery. During that surgery, the pt was implanted with two bard hernia mesh products; a composix kugel and a composix e/x. Attorney alleges chronic infection. Add'l surgeries, medical treatment and invasive procedures, add'l abscess, colon perforation, migration, bowel obstruction, defective mesh, "pain and suffering," disability, disfigurement, permanent injuries.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. A lot number has not been provided by the pt's attorney; therefore a review of the mfg records could not be conducted. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. The composix kugel mesh alleged to have been implanted on (B)(6) 2004, was reported to the FDA in accordance with rae (B)(4).